Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician noticed resistance while trying to insert a stylet into the lead. Through fluoroscopy, the lead was noted to be sticking out of the lead body near the tip. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during procedure.